Manufacturer narrative:
(B)(4). Mechanical (g04) - femur. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 2 years post implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6. Visual examination of the provided picture identified an explanted psn ps standard cemented femur. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. These devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Pn 42500607002 (psn ps standard cemented femur): review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by mmi, they state that ap and lateral radiographs of the right knee show the presence of cemented femoral and tibial arthroplasty components, which appear intact. Radiolucent lines are present at the femoral component cement-bone interface anteriorly and at the femoral component metal-bone interface posteriorly, compatible with loosening of the femoral component. Radiolucent lines are also present at the tibial component plate metal-bone and cement-bone interfaces, consistent with loosening. The tibial component exhibits approximately 4 degrees of varus alignment, which, if present on postoperative images, poses a risk factor for tibial component loosening, though it is noted that varus alignment could also be a consequence of prosthetic loosening. Heterotopic bone is visualised at the medial joint line on the ap view, possibly fused with the medial tibial plateau, with a bony projection arising from the posterior tibial plateau on the lateral view. Loosening: a definitive root cause cannot be determined. Heterotopic ossification: the root cause of the reported issue is attributed to no problem found as heterotopic ossification is unrelated to the implanted zimmer biomet device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.